Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported guide wire separation was confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure of the 90% stenosed, de novo, distal to mid right coronary artery (rca) the balance middleweight universal ii (bmwuii) guide wire was advanced and successfully crossed the lesion. During advancing the 3.0 x 15 mm nc trek balloon dilatation catheter (bdc) against resistance over the guide wire for pre-dilatation, the guide wire was noted to be separated into two pieces. The device was removed from the anatomy with the nc trek bdc without reported issue. A different bmwuii was used to continue the intervention without issue and the procedure was completed after additional dilatations with the same nc trek bdc and stent placement without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.